Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis of the device revealed that the no output and no telemetry conditions were the result of lifted output bondwires.

Event description:
It was reported that the pateint presented at normal follow-up with device at no output, with no telemetry, and no magnet rate. The patient had an intrinsic rate of about 45 bpm. Six months ago the device checked out fine. The device is on the alert list for this model, but was not a submuscular implant. The device was explanted and no patient complications were reported as a result of this event. The device was returned with information indicating that the patient had a syncopal episode when the device lost function and had no output.

Event description:
It was reported that the patient presented at normal follow-up with the device at no output, with no telemetry, and no magnet rate. The patient had an intrinsic rate of about 45 bpm. Six months ago the device checked out fine. The device is on the alert list for this model, but was not a submuscular implant. The device was explanted and no patient complications were reported as a result of this event.